Event description:
It was reported that approximately eight months post-op of a laparoscopic gastric band procedure, the patient returned to the surgeon due to no restriction. A fluoroscopy was performed and a band leak identified. They are planning to remove the band and replace the band in the patient. At this time the procedure is awaiting a schedule date. Patient was sent home. The account plans to hold the band in risk management once the replacement occurs.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted and will be retained by risk management.